Manufacturer narrative:
Correction: date device returned to manufacturer was entered as november 27, 2017. It has been corrected to november 28 2017.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device ¿sliding sleeve, rough running¿. It was further determined that the device failed pretest for check the starting behavior, check frequency, check for air leak, check safety system, check symmetry, marking and labeling, and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.